Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. D02- intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument associated with this complaint and completed investigations. Failure analysis investigation replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. For clarification, the force bipolar instrument was found to have a frayed grip cable at the distal idler pulley and the frayed cable strands stuck out at the wrist. The root cause of the frayed - distal instrument grip cables is attributed to a component failure. The following additional observation was not reported by the site and was not related to the customer reported complaint: the force bipolar instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The root cause of this failure was attributed to a component failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm force bipolar instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. A review of the site's complaint history identified no other complaints for this instrument. A review of the instrument log for the force bipolar ((B)(4)) associated with this event has been performed. Per logs, the force bipolar ((B)(4)) was last used on (B)(6) 2021 on system sk0050. The instrument had 2 uses remaining after the last procedural use. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the 8mm force bipolar instrument reportedly had an exposed cable with no evidence or claim of user mishandling/misuse. The description of the issue indicates that the instrument likely had insulation damage on the conductor wire. However, at this time it is unclear the nature and exact location of the reported damage, since the instrument has not been returned for evaluation. Damaged insulation could result in stray energy being delivered to an unintended location. Although there was no report of patient injury, the issue could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm force bipolar instrument had an exposed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.